Manufacturer narrative:
Findings: pump received with blank display due to battery cap missing the metal contact. Installed a test battery cap and continued testing. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 205 mg/dl at the time of the incident. The customer states the insulin pump blank display continued after the insulin pump rest. The customer did troubleshooting with the technician previously. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan per the healthcare provider. The insulin pump will be returned for analysis.